Manufacturer narrative:
The following is the closing out report from the foreign reporter. Investigation: the right hand leg was completely detached, the screws were missing and could not be found in the bathroom where the incident occurred. The left hand leg screws were found to be slack. Observations: the environment was found to be a typical hospital bathroom/corridor with lino flooring, it had a smooth finish with no bumps. Conclusions: user error because of poor maintenance. Corrective action: missing screws were replaced and loose ones tightened. It has been requested that all other lifts on site be checked for loose screws.

Event description:
The screws holding the leg of adjustable base came out of causing the hoist to tip. A lady pt fell off the seat, no injury to pt or staff. One person involved.